Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range (oor) high pacing lead impedance greater than 2000 ohms. A local boston scientific field representative reported that this had been a chronic issue for over a year but only became aware of it during the most recent device check. The threshold measurement was found to be higher than normal but was consistent with recent measurements. All other measurements were normal. No oversensing or inappropriate therapy was reported. The field representative also reported that the physician is monitoring the rv lead and impedance values. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead was surgically abandoned due to continued due to continued high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all right atrial and shock impedance measurements were within normal limits. All of the rv daily lead impedance measurements for the past year have been out of range or open lead condition related. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.